Event description:
It was reported that a pump will power on when the case is pressed. The pump will not be able to be turned off unless all power is removed. No pt injury was reported.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received and eval by baxter. The eval confirmed that the pump will power on when the pump door is manipulated caused by a failed upper latch switch. This also prevented the device from being powered off. The failed upper latch switch was replaced.